Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 was emitting consistent solid tones. There was no consequence to pt. The device was sent back without a tracking number.